Manufacturer narrative:
This report is submitted on january 06, 2023.

Event description:
Per the clinic, the patient experienced an infection at the implant site, resulting in the exposure of the receiver/stimulator (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
The device was explanted on (B)(6) 2022. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report. It was also reported that, the patient was treated with oral antibiotics (specific date and duration not reported). This report is submitted february 21, 2023.